Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition, though the explant indicator date was incorrect. Ts noted that the battery capacity will continue to decrease and recommended device replacement. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition, though the explant indicator date was incorrect. Ts noted that the battery capacity will continue to decrease and recommended device replacement. No adverse patient effects were reported. This device remains in service.